Manufacturer narrative:
D10: 350-11-02 - tibial plate fb sz 2 lt: (B)(6). 350-21-01 - tibial insert fb sz 1 lt 6mm: (B)(6). 350-03-01 - flat cut talus sz 1 l: (B)(6). 350-10-02 - ankle sz 2 locking clip: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the left side. Subsequently, the patient experienced a tibial implant fracture. The patient began with experiencing ankle pain and instability approximately 1 year post-op; that worsened when walking on uneven surfaces. One year later, pain was worse with limited range of motion; x-rays revealed proliferative changes of the distal tibia and fibula. As a result, approximately 3 years after initial replacement, the patient underwent a left ankle revision and distal tibia and fibula excision with the removal of the tibial insert. No further impact to the patient was reported. No other information is available.